Manufacturer narrative:
Manufacture date and manufacture date cannot be determined without a lot number. Subject device was part of an ide. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with our post-market experience. Pd has determined that no investigation of the individual events is necessary based on comparison with approved device trends. Post ide, as part of the u.s. Launch of prodisc-l, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-l total disc replacement surgery.

Event description:
This patient is a participant in prodisc-l ide and experienced this event post approval. Patient was withdrawn for an unknown reason at 36 months. Prodisc-l was removed and patient was implanted with dynesys at index level 4 years post implant. This report is #3 of 3 for the same event.